Event description:
It was reported the powered wheelchair accelerated unexpectedly and collided with a piece of household furniture. The end user sustained a fractured left foot as a result of the incident. No information regarding the type or treatment of the fracture was provided.